Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged while using the tandem-provided usb cable. Customer¿s blood glucose (bg) level was "high"; bg value was not provided. Customer delivered a bolus via the pump to address bg level. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable.